Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (discharge profile, service code 102, and profile charge faut) was confirmed. Upon evaluation, the q6, q7, q8 components were defective. The root cause was unable to be identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was experiencing a service code 102, discharge profile, and charge profile flags.